Event description:
Adverse event: in-stent restenosis. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting in the right internal carotid artery with the xact stent. On the pt's 2-yr ultrasound report on (B) (6) 2010, in-stent restenosis in the index target lesion was identified. The pt is asymptomatic and the condition continues without treatment. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Restenosis may occur during this type of procedure as listed in the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the use of the device. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product.